Manufacturer narrative:
(B)(4). This event was initially determined to not be reportable based on the initial report. However, additional information provided by the customer on 06/15/2018 led to the decision to report. (B)(4).

Event description:
Customer stated that the 20471-hp was fused and shrunk in the middle of the handpiece when it was used together with 20371-hp. It only had a little energy output after lasing less than 1 minute. Our qc found it is still passing light. Customer stated at a later date "after the fiber assembly was connected to the equipment, the doctor stepped on the pedals for less than 1 minute. He stopped using the camera when the handle had been melted and the doctor's hand was burnt. There are no problems with checking the handles and equipment." This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).